Event description:
The week following placement of a hemodialysis catheter, treatment flows were "sluggish", but usable. After a week, flow became too low and a physician attempted to clear the catheter by flushing it. This resulted in ballooning of the silicone sleeve at the "y" hub where the catheter joins with the extension tubes, and blood appeared beneath the sleeve. At this point, the catheter was removed, subjecting the pt to an additional procedure.